Event description:
Olympus medical systems corp. (Omsc) was informed that during uncertain procedure, the probe of the subject device broke. The procedure was completed with a similar device. There was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There were not any scratches at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, since there were not any scratches at the broken point, we have concluded that the probe was broken due to a load more than designated such as activating the ultrasound output while twisting the subject device grasping a tissue, applying the tip only to a tissue with a strong force, or grasping a hard tissue or object. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, improper handling the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.